Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered on and operated as it should. There was, however, an issue with the device not communicating requiring the replacement of the power management board. No repairs will be performed, as the device will be scrapped.